Event description:
It was reported the unit burned. Visual inspection of the unit revealed that a segment of heater wire had broken dislodged when the user bunched and crushed the unit, allowing a spark to contact the fabric foundation and causing a 1" burn. We determined that this report was attributable to misuse on the part of the consumer.